Manufacturer narrative:
A ge oec service representative investigated the issue and found and removed and replaced a defective hard drive. The nodes were also flashed and software was reloaded. The system was tested and found to be operating as intended and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No negative patient effect was reported because of this malfunction.

Event description:
The ge oec 9900 fluoroscopy system was slow to boot up. System performance was slow.